Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The patient's home health nurse reported to ms&s that the patient has a bilateral aspira pleural drain. The patient normally drains approximately 400ml on the left side. Today the patient only drained 75ml. Nurse was able to flush 15ml of heparin (2 sterile 10cc syringes). However, only 100-120ml was obtained. The patient stated they were feeling tight. The nurse stopped draining. The right lung produced 1000cc.